Manufacturer narrative:
(B)(4).

Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to high pace impedance measurements greater than 2,000 ohms, high pacing thresholds, and noise. There was no oversensing. A different model lead was successfully implanted. No additional adverse patient effects were reported. As no additional information concerning this report is expected, our investigation is complete. This investigation will be updated should different information be provided.